Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that when tightening down sw100 before tying knot, the tip of the instrument broke off and a small laceration of the liver occurred with minimal bleeding. They found both broken pieces in the cavity.